Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Remains implanted.

Event description:
A left hip revision procedure has been indicated approximately thirteen years post implantation due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a left hip revision procedure approximately 13 years post-implantation due to an unknown reason. It was further reported that patient has missing bone.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
A left hip revision procedure has been indicated approximately thirteen years post-implantation due to an unknown reason; however, no revision procedure has been reported to date. It was further reported that patient has missing bone.